Manufacturer narrative:
(B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during the holmium laser operation due to urinary calculi, the basket from an ngage nitinol stone extractor popped open automatically after taking out a stone. The stones were unable to be removed with the device and another new device of the same type was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
Additional/corrected information received 05jan2023. The complaint device did not make contact with the patient as originally reported. The damage to the device was noted upon removal from its packaging.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during the holmium laser operation due to urinary calculi, the basket from an ngage nitinol stone extractor popped open automatically after taking out a stone. The stones were unable to be removed with the device and another new device of the same type was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional/corrected information received 05jan2023. The complaint device did not make contact with the patient as originally reported. The damage to the device was noted upon removal from its packaging. Additional/corrected information: b5, d9, h3, h6 (annex g) investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned to cook for investigation in open packaging. The handle did not actuate the basket formation. Two of the formation wires had been pulled loose and the shrink wrap had moved free from the basket sheath, preventing the basket from opening correctly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instruction for use (IFU) provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Based on the available information and results of the investigation, cook has concluded that the cause for the damage could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.